Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device was subjected through a complete product evaluation testing at which point it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed has performed a failure investigation and identified normal wearing components as the cause.

Event description:
During product evaluation, walkmed infusion observed the device to allow the flow of fluid while door is closed. The pump was initially sent in for a reported broken safety clamp.